Event description:
Customer reported her sensor readings are one hundred points off from her blood glucose level. Customer's blood glucose is 68 mg/dl. Customer inserted the sensor correctly, but the sensor readings are still off. She received calibration and sensor error alarms. Customer does not wear the sensor anymore. She stated she has been low a few times while on the sensor. Once, her blood glucose was 40 mg/dl. She treated with food. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.